Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the cardcage to resolve the low voltage issue. Isi received the cardcage to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported failure. The fault was confirmed in the system logs. The cardcage was installed and tested on an in-house system where the component functioned as expected. The system started up without any errors and with good image. An emergency power off (epo) functionality test passed. Fifty power cycles were performed with the unit and all passed. All the gantry motors were moved the full range of motion without any issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was able to move the arms of the patient side cart (psc) forward, but not backwards. The movement of the arms were also reportedly very jerky. There were no faults nor system messages. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found a severe current fault against the psc. The or staff power cycled the system, but the issue remained. As a result of the reported issue, the customer elected to convert the procedure to open surgery.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The customer site continued to use the system; however, the field service engineer (fse) returned for further evaluation of the recurring error. The fse performed validation of the power supplies and further troubleshooting with the battery systems, but these were not the source of the issue. Product support recommended to check the microphone assembly on the patient side cart. The fse reseated the microphone assembly several times and the error was cleared. The issue was resolved.